Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using facslyric 2l4c instrument leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "the customer has cleaned the v8 tubing by breaking up the crystals inside it, and flushing it with di water. The issue is resolved. Sent instructions on how to flush the tubing after massaging and breaking up the crystals (there were a lot - the instrument has not been used a lot recently). Instructed the customer how to massage the v8 pinch valve tubing. The customer reports that liquid is dripping from the sit of the instrument during the monthly clean. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no."

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to facslyric 2l4c instrument, part # 651164, serial # (B)(6). ¿ problem statement: customer reported complaint of a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 13 apr 2021 to date 13 apr 2022. ¿ complaint trend: there are 2 complaints related to the leakage of biohazard not contained within the instrument; date range from 13 apr 2021 to date 13 apr 2022. ¿ manufacturing device history record (DHR) review: DHR part #651164 serial # (B)(6), file # 651164-651164-r651164000049-106556399-19, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a clogged v8 valve line. Dirt, debris or clogs in the fluidic system will contribute to flow rate, backflow or aspiration issues, especially within the waste line. The assisting tsr (technical service representative) instructed the customer how to clear the v8 valve tubing by massaging out the residual crystals. After performing this maintenance, the customer confirmed that the crystals had been cleared and cleaned the tubing with di water. This cleaning resolved the issue and the instrument was functioning as expected. No parts were requested for evaluation as there were no parts replaced. Although a leakage of waste material poses a hazard of contamination upon contact, the customer confirmed that they were not harmed in any way. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. This instrument was not being used for clinical tests at the time of the incident and thus did not have any impact on any patients. Proper daily and monthly cleaning and maintenance can help in maintaining an optimal system, and can be found in the bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: n/a, case # (B)(4). Install date: 26feb2020. Defective part number: n/a. Work order notes: o (4/14/2022 11:40 pm) new value: the customer has cleaned the v8 tubing by breaking up the crystals inside it, and flushing it with di water. The issue is resolved. O (4/13/2022 11:24 pm) sent instructions on how to flush the tubing after massaging and breaking up the crystals (there were a lot - the instrument has not been used a lot recently). O (4/13/2022 11:14 am) instructed the customer how to massage the v8 pinch valve tubing. O (4/13/2022 11:12 am) the customer reports that liquid is dripping from the sit of the instrument during the monthly clean. ¿ returned sample evaluation: a return sample was not requested because there were no replaced parts. ¿ risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no? O azure ID: (B)(4). O ID: libivd-ra-61 2.1.6. O reg status: ivd; ruo. O hazard: exposure to biological sample. O cause: back drip from injection port (sit). O harmful effects: harm to operator. (Exposure to stained sample). O risk control: - sit design to capture back drips. - provide instruction for universal precautions. O req link (azure ID): (B)(4) libivd-did-262 sample preservation during pause. O implementation verification: - lsvn-1008-dp sit backflow control. - libivd-se-15-51ir. O effectiveness verification: - lsvn-1008-dr. - libivd-se-15-51ir. O probability: 1. O severity: 3. O risk index: 3. O residual risk evaluation: a. O new hazards: none. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog within the v8 valve tubing. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due to a clog within the v8 valve tubing. The customer followed the tsr¿s instruction on cleaning the v8 pinch valve tubing and confirmed that they were able to clear the clog by massaging the tubing and flushing with di water. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using facslyric 2l4c instrument leakage of biohazard coming from the instrument was detected. The following information was provided by the initial reporter: "the customer has cleaned the v8 tubing by breaking up the crystals inside it, and flushing it with di water. The issue is resolved. Sent instructions on how to flush the tubing after massaging and breaking up the crystals (there were a lot - the instrument has not been used a lot recently). Instructed the customer how to massage the v8 pinch valve tubing. The customer reports that liquid is dripping from the sit of the instrument during the monthly clean. 1. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. 2. Was the leak contained within the instrument? (If not contained, got to question #3. If contained, no further questions required.): not contained. 3. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type ¿no¿ in the text box then go to question #4): no. 4. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): biohazard. 5. Did biohazard leak before or after waste line: (if before waste line or unknown, go to question #7. If after waste line, go to question #6): after waste line. 6. Was the waste mixed with decontamination/bleach? (If no, go to question #7. If yes, no further questions required.): no. 7. Was the customer/bd personnel physically in contact with the fluid? (If yes, got to question #8. If no, no further questions required.) Physical contact includes: clothing, skin, mucous membrane, inhalation, and non-intact skin.: no."